Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic system exhibited with low lighting and remote control battery was low and parameter changed by its own. Poor and no illumination was also seen. Additional information has been requested. Additional information received indicated that the lighting was low, the intensity of what is usually worked was increased. The surgery was completed with no patient harm.

Manufacturer narrative:
The company representative replicated the reported event(s). The illuminator was replaced to address the ¿lighting issue.¿ the host was replaced to address the reported ¿battery and parameter issue.¿ the system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the ¿reported lighting issue¿ is attributed to the nonconforming table-top illuminator. The root cause of the reported ¿battery and surgical parameter issue¿ is attributed to the nonconforming host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).